Manufacturer narrative:
Evaluation results, conclusions: device has been requested to be returned to mnav for evaluation. At the time of this report, device has not yet been received.

Event description:
Tip of straight cup curette, part number 9733176, broke off while surgeon was navigating with the medtronic treon system. The surgeon was using the instrument to clear tissue away from the pedicle when it broke (at the weld joint). The surgeon was able to remove it from the patient without issue; no patient impact.